Event description:
It was reported "the swg was found kinked in the package prior to the patient." This was found prior to use therefore no patient harm or injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire for analysis. Neither the guide wire tubing nor the tray were returned for analysis. Visual analysis revealed that the guide wire contained one long continuous bend around the middle of the extrusion. A second bend was observed towards distal j-bend. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The guide wire was assembled into lab inventory tubing. During normal assembly, all locations of bending/kinking would have been located inside the tubing, protecting it from damage. Despite this, a full visual analysis could not be performed on the actual guide wire tubing as it was not returned. The first large bend measured 289mm-333mm from the proximal weld. The smaller bend measured 579mm from the proximal weld. The guide wire total length measured 600mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.790mm , which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. A manual tug test confirmed both welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked/bent in two locations. The guide wire met all relevant dimensional requirements. Despite this, a full analysis could not be performed on the full guide wire assembly to confirm any additional damages that could contribute to the kinking. A device history record review was performed , and no relevant findings. Based on the customer report and the sample received, the root cause cannot be determined without the full guide wire assembly returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the swg was found kinked in the package prior to the patient." This was found prior to use therefore no patient harm or injury.